Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no adverse impact to customer's blood glucose. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.